Event description:
It was reported that the patient fell causing the side of the drainage bag to cut into the patient's leg, leaving an open wound. As a result, for two weeks following the incident the patient has had the wound dressed by a nurse and has received a course of antibiotics for an infection.

Manufacturer narrative:
The sample was not returned for evaluation. A review of the device history records did not indicate any problems or conditions that would have contributed to the reported event. A 2 year review of complaint history found no similar complaints for this type of event. The instructions for use indicate the following indications of how to wear the tap valve: "lever tap: the leg bags feature an easy to use lever drainage tap. When your leg bag is in position, you can open the tap by moving the lever downwards, away from the body until it lies flat. The arrow on the top indicates direction of flow. To close it, pull it upwards so that it rests against the bag. Also, it is recommended the use of the urilock security device: added security when you need it. If you would like to be extra sure that the lever tap cannot be accidentally opened, a urilock safety tap lock can be fitted onto the uriplan bags. To find out more, and to receive free samples, please fill in your details on the reply paid section and post it to us." (B)(4).